Event description:
Company representative was contacted by a customer to state that an inserted catheter was leaking infusate. The customer reported that the catheter was inserted (B)(6) 2025. A video taken by the customer showed a leak at the 5cm mark. The catheter was removed with no further consequences to the patient. The customer reported that the catheter was discarded upon removal.